Event description:
Md was inserting a 28mm 3.5 cortical screw from a small frag set. The head of the screw broke off. The shaft of the screw was left in the bone and the head was removed from the field.